Event description:
It was reported that during an implant attempt the right ventricular (rv) lead was opened and tested with faulty high impedance. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found.